Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impaction, the impaction end (where the mallet strikes) broke off the impaction/inserter device.

Manufacturer narrative:
Conclusion and justification status for MDR: the 221750041 pinn straight cup impactor associated with the reported event was not returned. A search of the complaint database against product code 221750041 found additional reports of handle end cap breakage. Previous investigations found the end cap was repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The investigation could not draw any conclusions about the root cause of the current reported breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.